Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had not charged their ipg in over a year and it was inoperable. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.